Event description:
It was reported that a drill bit broke during surgery. The surgeon was placing the drill bit over the guide wire, the guide wire bent causing the drill bit to break at the tip. The surgeon did not retrieve the piece of the drill bit. However, there was a 15 minute delay in surgery. The surgery was successfully completed. No further information was provided. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. DHR conclusion: the supplier¿s certificate of compliance (dated 4/16/10 for 2 receipts of this lot) indicates the parts were manufactured to p/n 357.403, revision ¿e¿ and met the required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet number 357if403, revision ¿e¿ (completed 4/19/10 and 4/21/10). No material review reports or non-conformance reports were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: the 6.0mm/10.0mm stepped cannulated drill bit is a tool routinely used in the titanium trochanteric fixation nail system (technique guide j3900-I) as well as in two additional technique guides. The device shows mild wear along the working length of the device consistent with four years of use. The 6.0mm/10.0mm stepped cannulated drill bit (part# 357.403) was returned and reported to have broken its tip intraoperatively. This condition is confirmed; the end of the device has a ragged fracture surface where the tip was torn off. The device likely collided with the guide wire during the insertion of the drill bit over the guide wire initiating the break. Drawing number 357_403 rev. D was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the drill bit collided with the guide wire which led to this confirmed complaint, however this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the manufacturing records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.